Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via manufacturer representative that patient with implanted neurostimulator (ins) saw por (power on reset) on patient programmer yesterday and patient had cleared it with navigation key on patient programmer. Ins had been off and patient successfully turned it back on after clearing por and programmer seems to be communicating with ins appropriately. Patient checks ins regularly, checked it last week and ins was on, therefore, patient thought ins likely turned off yesterday since everything was normal until then. When patient went to check ins yesterday (and first saw por) they felt a pop in their neck. Because of this "pop" and that patient lives so far away, caller walked patient through attempting lead connection check with their programmer but indicated the "in the box" icon appeared. Tech services asked if patient had been around any sources of emi but caller hadn't asked the patient. Tss asked if patient has had any therapy changes since feeling the "pop" but caller indicated patient has dystonia and it takes symptom s a while to appear or subside so they don't know if device is functioning yet. Rep is planning to try to meet with patient. Additional information was received. Cause of pop or what it was is unknown. The cause of the ins being off was due to the por which was clear using the patient programmer and therapy was turned back on. No symptoms arose from being off and nothing change when turned back on.